Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device breakage ("there is 2mm fragment left that has not come out"), uterine perforation ("one of the essure inserts had near perforated one side") and ovarian cyst ("ovarian cyst") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and complication of device removal ("there is 2mm fragment left that has not come out/patient now wants the essure fully removed"). The patient was treated with surgery (she underwent fallopian tube and essure insert removal also ablation), surgery (she underwent fallopian tube and essure insert removal also ablation.) And surgery (she underwent surgery for removal of ovarian cyst). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation and ovarian cyst outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, ovarian cyst and uterine perforation with essure. The reporter commented: patient stated that she got essure placed 10 years ago successfully from the date of reporting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: case (B)(4) (MFR number 2951250-2018-04707) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - no new information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device breakage ("there is 2mm fragment left that has not come out"), uterine perforation ("one of the essure inserts had near perforated one side.") And ovarian cyst ("ovarian cyst") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and complication of device removal ("there is 2mm fragment left that has not come out/patient now wants the essure fully removed"). The patient was treated with surgery (she underwent fallopian tube and essure insert removal also ablation),surgery (she underwent surgery for removal of ovarian cyst). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation and ovarian cyst outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, ovarian cyst and uterine perforation with essure. The reporter commented: patient stated that she got essure placed 10 years ago successfully from the date of reporting. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of uterine perforation ("one of the essure inserts had near perforated one side."), device breakage ("there is 2mm fragment left that has not come out") and ovarian cyst ("ovarian cyst") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "there is 2mm fragment left that has not come out/patient now wants the essure fully removed". In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (she underwent fallopian tube and essure insert removal also ablation.) And surgery (she underwent surgery for removal of ovarian cyst). Essure treatment was not changed. At the time of the report, the uterine perforation, device breakage and ovarian cyst outcome was unknown. The reporter provided no causality assessment for device breakage, ovarian cyst and uterine perforation with essure. The reporter commented: patient stated that she got essure placed 10 years ago successfully from the date of reporting. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.